Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.0/1.0/087 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).